Event description:
In 2002, pt underwent gastric bypass procedure with implantion of peri-strips dry staple line reinforcement to the gastric pouch. 26 days later pt returned to hospital wtih abdominal and back pain with a fever. CT scan showed inflammation of liver and spleen. Endoscopy confirmed last firing on gastic pouch had come apart to form gastrograffen fistula.